Event description:
Customer reported device = 411 mg/dl and another device = 252 mg/dl. A lab =210 mg/dl within 10-15 minutes later. No treatment was given to the pt. The next day, device =234 mg/dl on the same pt. Customer gave an additional 6 units of insulin. A lab = 124 mg/dl but unsure if it was run 30 minutes later. A retest of pt=39 mg/dl and was given an amp of "b50". Controls were in range. A request was made for return product and replacment product was sent.